Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 2/28/2020. D4: batch # t5ep56. Investigation summary: 3 videos were received. The 1st video at the 2:20 mark shows a device with blue cartridge loaded. At the 2:57 mark the device is placed on tissue. At the 3:26 mark the device is fired and removed. At the 3:36 mark the staple line and cut line appear to be as expected. At the 3:46 mark the staple line was cauterized. At the 4:44 mark a device with blue cartridge loaded is introduce. At the 5:03 mark the device was placed on tissue following the previous staple line. At the 5:09 mark the device was fired and removed, the staple line and cut line appear to be as expected. At the 8:35 mark the slight bleeding was noted along the staple line. At the 9:03 mark the device is introduced with a blue cartridge loaded. At the 9:09 mark the device was placed on tissue. At the 9:26 mark the device was fired and removed, the staple line and cut line appear to be as expected. At the 9:36 mark the staple line is cauterized. At the 9:51 mark the device was introduced with a blue cartridge loaded. At the 9:54 mark the device was placed on tissue following the previous staple line. At the 10:00 mark the device is fired and removed the staple line and cut line appear to be as expected. At the 10:12 mark the device was introduced with a blue cartridge loaded. At the 10:40 mark the device is placed on tissue following the previous staple line. At the 10:45 mark the device was fired and removed, the staple line and cut line appear to be as expected. At the 11:00 mark the device is introduced with a blue cartridge reload loaded. At the 11:13 mark the device is placed on tissue following the previous staple line. At the 11:19 the device was fired and removed, the staple line and cut line appear to be as expected. At the 11:31 mark the staple line is cauterized. The 2nd video at the 00:43 mark shows a device with a blue cartridge loaded. At the 0:53 mark the device is placed on tissue. At the 1:14 mark the device is fired and removed, the staple line and cut line appear to be as expected. At the 3:42 mark the device is introduced with a white reload loaded. At the 4:19 mark the device is placed on tissue. At the 4:27 mark the device is fired and removed. At the 4:42 mark the device was introduced with a white cartridge loaded. At the 4:56 mark the device is placed on tissue. At the 5:07 mark the device was fired and removed, the staple line and cut line appear to be as expected. At the 5:27 mark the device is introduced with a blue reload loaded. At the 5:35 mark the device is placed on tissue. At the 5:49 mark the device was fired and removed, the staple line and cut line appear to be as expected. At the 5:53 mark slight bleeding is noted along the staple line. At the 6:02 mark the staple line is cauterized. At the 7:00 mark slight bleeding is noted. At the 7:11 mark the staple line is cauterized. At the 10:19 mark the staple line with slight bleeding is noted. The 3rd video at the 0:22 mark the device is introduced with a blue cartridge loaded. At the 0:38 mark the device was placed on tissue. At the 0:43 mark the device was fired and removed; the staple line and cut line appear to be as expected. At the 1:39 mark suture is applied. At the 4:09 mark the staple line with slight bleeding is noted. During the course of the video no malformed staples were noted however, based on the small amount of oozing noted along the staple line, the event is confirmed. Based on the videos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one plee60a device was returned with no apparent damage and with a gst60b fully fired cartridge loaded on the device. In addition ten reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Reload b, c, d, e, f, g and h: gst60b, t5ea7l, fully fired. Reload I: gst60b, t5e317, fully fired. Reload j and k: gst60w, t5ek64, fully fired. Additional information was requested, and the following was obtained: can you please provide more event details? How much blood did the patient lose? Minimal blood loss were any blood products or transfusion required? No. If so, please explain. Was a laparotomy required to control the bleeding? No.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a roux-en-y, malformed staples were produced. The procedure was delayed by one minute. There was bleeding by burning the bleeding site, but blood loss was minimal and did not require a blood transfusion. A laparotomy was not required to control the bleeding. The procedure was successfully completed with no patient consequences reported.